Manufacturer narrative:
Internal file number - (B)(4). Exception: the device was returned for analysis and the reported missing marker was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and concentric de novo proximal subclavian artery. The patient presented with venous thoracic outlet syndrome (tos). Dilatation of the lesion was attempted with a 10 x 40 mm armada 35 balloon. However, it was noted during advancement beyond the stenosis that the distal balloon marker was missing. Therefore, the device was removed. The patient was then transferred to surgery; as was previously scheduled for the tos procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.